Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication can be likely attributed to use-error as the mcs tip cover accessory was not installed on the mcs instrument prior to the instrument being energized intra-operatively. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information related to this complaint is obtained, the record will be reopened for further evaluation. Per the isi instrument and accessories user manual, "the endowrist monopolar curved scissors instrument must always be used in conjunction with the tip cover accessory." A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality images and video clips associated with this reported event were not submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted esophagectomy procedure, part of the lung was burnt when the mcs instrument was energized. The event can be associated with use-error since the surgeon used mcs instrument without a mcs tip cover accessory.

Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, a monopolar curved scissors (mcs) instrument that did not have an mcs tip cover accessory installed, burned part of the lung when the mcs instrument was energized around the esophagus. Intuitive surgical, inc. (Isi) followed up with surgeon and obtained the following information: the mcs tip cover accessory was not installed on the mcs instrument due to an error by the or staff. The staff allegedly forgot to install the mcs tip cover accessory on the mcs instrument. The event occurred during radical dissection, but it is unknown how long the mcs instrument was used prior to the event occurring. It is unknown if there was any bleeding due to the incident, which part of the lung was injured, whether there was any sparking/arcing and what medical intervention was taken for the burnt lung. There was no blood transfusion administered. The generator used was a vio dv 2.0, monopolar settings were auto 2, swift 2. The grounding pad was properly placed at the leg and there were no defects seen. The procedure was completed robotically. It is unknown if the patient developed any post-operative complications. The mcs instrument and mcs tip cover accessory are not available for isi to evaluate. No images/videos of the procedure are available to isi for review. Patient demographic information is not available.